Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completed with another of the same device. There were no patient complications nor injuries were reported.